Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 263 mg/dl. The customer stated that she has been using manual injections. Troubleshooting was performed. The time, basal, bolus history, alarm history, and daily totals were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump passed the test. No further information was provided.